Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime tests. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to history file was overwritten. Insulin pump had a cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting that while changing his infusion set, his insulin pump started alarming motor error. Customer's blood glucose level is 114 mg/dl. The motor error occurred during manual prime. There were no significant events leading up to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. The device cannot be rewound. Customer also stated that when he enters his basal rate and rewinds, the device alarms motor error. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.